Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities.

Event description:
Litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/20/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the initial surgery notes reported a small calcar crack that developed on broaching. The revision surgery notes reported hypertrophic synovitis and elevated metal ion levels. Adding stem due to alleged elevated metal ions. The complaint was updated on: 04/06/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: new etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges that the patient experienced debilitating pain on account of her asr right hip implant. Litigation further alleges that the patient experienced discomfort in her hips and legs, thereby interfering with her ability to perform daily living activities. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.